Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
UDI: 4046963998158. Investigation results: the product was available in a decontaminated condition. One connector had been broken off. The device was examined visually and microscopically. The breakage show no material deviations like foreign material inclusions or any blow holes. Due to the small fracture surface, it is hardly possible to carry out a fracture graphic examination. Nevertheless there are visible signs of a transgranular forced fracture. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale - this type of damage indicates a usage related error. It can be assumed that the device was hammered in too hard because the slot for the femur box was not well prepared, and therefore it was mechanically overloaded. Due to the current deviation and according to the rationale, the root cause of the problem is most probably usage-related. No CAPA was required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with vega ps removable trial. According to the customer description the size 5 box checker tab was snapped off while checking the box after box resection was completed. No surgery delay and nothing was left in the patient. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).